Manufacturer narrative:
(B)(4). Lot number unknown / not provided. Additional PMA/510(k) number k013227 / k953101.

Event description:
It was reported that the hla3g abutment loosened.

Manufacturer narrative:
The reported product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates continuous abutment loosening. The alleged event was non-verifiable with the information provided. A root cause for this complaint could not be determined.